Event description:
It was reported that the patient had been hospitalized in the intensive care unit with hypoglycemia on or about (B)(6) 2026. The patient's blood glucose levels declined to 27 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include loss of consciousness. The patient's mother gave the patient a glucagon shot before calling the ambulance. While hospitalized the patient was treated with intravenous fluids. The patient also reported that the medical professionals helped modify their basal program due to it being too aggressive. The patient reported they were released from the hospital a week later but did not provide the exact date of release. The pod was removed and discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: sp1a.210812.016.g975usqu9iwg3. Hardware: sm-g975u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.